Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) was ruptured. Hemostasis was achieved using manual compression for 20 minutes. There was no reported patient injury. The mynx vascular closure device (vcd) was used during an interventional procedure via a retrograde approach. The deployer was mynx certified. Femoral artery suitability was verified by angiography or venography, and the device was used in an arterial vessel with a diameter greater than or equal to 5 mm. Moderate vessel tortuosity was present, and there was severe peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The mynx vcd was prepared according to the instructions for use (IFU). One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open with a cordis mynx syringe detached from the unit. The sealant was present in its manufactured position and was fully covered by the sealant sleeves. With regard to the sealant sleeve condition, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was noted to be deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The balloon was tested for an inflation/deflation functional analysis; however, a loss of pressure was observed during inflation, consistent with the reported event. A high-magnification microscopic evaluation was performed to assess the balloon. During this analysis, the presence of a longitudinal tear in the balloon was observed. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, access site vessel characteristics (vessel had moderate tortuosity with severe pvd/calcium in the vicinity of the puncture site) and/or concomitant device factors (which was not returned for analysis) most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the IFU, which is not intended as a mitigation, it states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured. Hemostasis was achieved using manual compression for 20 minutes. There was no reported patient injury. The mynx vascular closure device (vcd) was used during an interventional procedure via a retrograde approach. The deployer was mynx certified. Femoral artery suitability was verified by angiography or venography, and the device was used in an arterial vessel with a diameter greater than or equal to 5 mm. Moderate vessel tortuosity was present, and there was severe peripheral vascular disease or calcium in the vicinity of the puncture site. The mynx vcd was prepared according to the instructions for use. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured. There was no reported patient injury. The device is being returned for evaluation.